Event description:
Procedure type: urological. According to the reporter: the patient's attorney has alleged a deficiency against the device. Additional information has been requested but not yet received. Product was used for therapeutic treatment. The patient's attorney has alleged a deficiency against the device. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Additional information: date of this report: (B)(4) 2012, device info: avaulta posterior biosynthetic support system, catalog# 486020, lot# zqf00098, (B)(6).